Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During the replacement of the subject pacemaker, a sensing failure suddenly occurred before the device was explanted from the pacemaker pocket. It has not been confirmed whether the electrosurgical knife contacted the pacemaker can and caused a sensing failure.

Event description:
During the replacement of the subject pacemaker, a sensing failure suddenly occurred before the device was explanted from the pacemaker pocket. It has not been confirmed whether the electrosurgical knife contacted the pacemaker can and caused a sensing failure.